Event description:
It was reported to philips that physio signal was not displayed on large monitors due to a cable issue on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the optical cable (optical cable 30m 4fold lc-lc) and updated system licensing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).